Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 390 mg/dl and a bolus was delivered to address bg. However, bg did not lower. Pump system check with tandem technical support (cts) found an air bubble in the tubing. Cts assisted the customer with removing the air.